Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced a high blood glucose level of 530 mg/dl. The customer also mentioned a blood glucose value of 209 mg/dl. The customer was not feeling well due to high blood glucose value. The customer treated high blood glucose with a bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.